Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review/service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported display is still not working which was reproduced. The cause was determined to be a failed input/output board the input/output board was replaced/adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, had a display that was not working. The event happened during testing after coming back from repair at biomed service department. There was no patient involvement. No additional information is available.